Event description:
It was reported that during insertion in the ICU, the doctor was unable to insert the guide wire through the raulerson syringe. As a result, the guide wire was removed and at that time found to be kinked. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). No sample is expected to be returned for evaluation.